Event description:
It was reported that when the patient presented to the clinic for a routine check-up, increased pacing lead impedance and capture threshold on the rv lead over the last year was observed. The patient is not dependent and has not experienced any adverse effects. Patient will be scheduled for a chest x-ray and echocardiography. No further information is available at this time.